Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. There was no reported impact to the customer's blood glucose level. Reportedly, customer loaded cartridge with cold insulin. Customer was able to load the same cartridge and the issue was resolved.